Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7073078.

Event description:
It was reported that the patient experienced loss of stimulation. An x-ray was done and confirmed lead migration. The patient underwent a revision procedure and the leads were retained by the facility. The patient is doing well post-operatively.